Manufacturer narrative:
(B)(4) initial

Event description:
The customer reported that the patient felt that the freedom driver was "not acting right." The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact or reported alarms. This alleged failure mode poses a low risk to the patient because although the freedom driver was "not acting right", the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver passed all required functional testing requirements, which included normotensive and hypertensive settings, with no anomalies or alarms. To further assess the driver, extended observation run testing was performed at normotensive settings with the beat rate set as received. The driver was inspected multiple times during the 69-hour observation run; at each time interval reviewed, the driver met all test acceptance criteria for cardiac output (co), pulmonary aortic pressure (pap), arterial pressure (aop), left atrial pressure (lap) and right atrial pressure (rap). No alarms or any other anomalies were observed. The customer-reported issue of the driver "not acting right" could not be reproduced or confirmed. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the patient felt that the freedom driver was "not acting right." The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact or reported alarms.